Manufacturer narrative:
No unexpected pump error alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unexpected insulin pump error during testing due to moisture damage on electronic assemblies. Moisture damage on motor assembly noted. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, corrosion on force sensor assembly and moisture damage on battery tube assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed insulin pump error alarm. Customer's blood glucose was 16.4 mmol/l. Customer had to go to the hospital for a heart operation. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.